Event description:
It was reported that during a procedure the lead appeared to have been visibly fractured at the distal tip. When implanted, impedance testing resulted in out of range impedances. The lead was replaced with another lead to continue the procedure. The patient¿s status at time of report was noted as no injury or adverse event. There were no patient symptoms or injuries reported.

Manufacturer narrative:
Analysis of the lead found that the distal end conductor was broken. It was found the #0 conductor was broken at the distal edge of the #1 electrode sleeve. Analysis of the stylet found no significant anomaly; it was found the wire was bent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), product type lead; product ID neu_stylet_acc, product type accessory. (B)(4).analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.